Event description:
It was reported that the device was explanted for an MRI procedure. No other information was provided. A follow-up report will be sent when additional information becomes available. See MFR. Report #3004209178-2010-09011 regarding the second device.

Manufacturer narrative:
(B)(4).